Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m140860 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m140860 test base part number 190-430 / lot: m140860. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m140860 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfile was not provided, however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal nipro sponge swab. The nasopharyngeal was used. Repeat testing was performed and generated negative results. Pcr confirmation testing on nasopharyngeal swabs and generated negative results. The customer stated the patient was symptomatic and experienced fever and swelling of the pharynx . No patient treatment and outcome if provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay in admission , no impact in the patient's treatment.